Manufacturer narrative:
Review of complaint activity determined there is normal complaint activity for lot 92220li00. Tracking and trending report review for the architect hiv ag/ab combo reagent determined there were no adverse or non-statistical trends. A retained reagent kit of lot 92220li00 was tested in a sensitivity setup. The reagent kit showed normal performance without false non-reactive results. Additionally, two seroconversion panels were tested, and the results were compared with historical performance provided by the panel manufacturer. Reagent lot 92220li00 detected the same bleeds as reactive. Based on this data, the sensitivity performance for the impacted lot is not adversely affected. Manufacturing documentation was reviewed and no issues were identified. Labeling was reviewed and adequately addresses the customers issue. Based on the investigation, no systemic issue or deficiency of the architect hiv ag/ab combo reagent lot 92220li00 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that potential (B)(6) architect hiv ag/ab combo results of (B)(6) were generated for a patient sample ((B)(6)) on (B)(6) 2019. The sample tested (B)(6) using alternate methods (millab ies, roche cobas hiv combo, murex hiv ag/ab and iea line-blot hiv. A new sample was drawn and pcr testing was (B)(6). No adverse impact to patient management was reported.